Event description:
The customer reported that the icip displayed an electrolyte value that was not entered by a user. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the icip displayed an electrolyte value that was not entered by a user. No pt harm was reported. The limited available info is not sufficient to support that this poses a health risk. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.